Event description:
Patient in lithotomy position in yellow fin stirrups. Towards end of procedure stirrups were repositioned by the doctor after removing the foley catheter. During this standard stirrup manipulation, the right stirrup fell off the bed. The clamp holding the yellowfin stirrup on the bed appeared to have broken. The patient¿s leg was immediately removed from the stirrup and patient was place in supine position. The doctor ordered an x-ray of the right hip and right knee. Charge pacu rn was also notified of the incident to evaluate the patient¿s condition. The doctor said she was notifying risk management.